Event description:
It was reported that during implant the right atrial (ra) lead was not sensing or capturing. The physician chose to leave it implanted. The following day the lead was explanted by a different physician and replaced with another lead. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.